Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that there were three deployment issues, the first two happened on the same day ((B)(6) 2020), while the third issue happened on (B)(6) 2020. The blood glucose level at the time of first two events was in the range of 200's mg/dl and at the time of third event it was in the range of 600'mg/dl which led to hospitalization. Moreover, the patient did not know what to do, so he called the paramedics. Subsequently, on (B)(6) 2020, he was admitted to the hospital with blood glucose level in the range of 600's mg/dl because the infusion set came off during the night while he was sleeping and pump was not able to help to lower the blood glucose levels. During hospitalization he received some unspecified drug (intravenously) and fluids of saline and insulin, as corrective treatment which resolved the issue. On (B)(6) 2020, he was released from the hospital with no permanent damage. The infusion set had been used for three days. Moreover, there was no damage when the package was first opened. Reportedly, the patient replaced the infusion set and insulin was resumed successfully. No further information available.